Event description:
It was reported that loss of capture was observed on the lead and patient was experiencing pain during stimulation. X-ray found that the lead had dislodged. At time of lead revision, patient felt stomach pain and a drop in bp was observed. Pericardial effusion was confirmed via echo. The effusion was drained and the patient's condition was good, post-op. Lead remains implanted.

Manufacturer narrative:
No medwatch form was received.